Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer just changed the battery in the pump. Customer stated that the pump is alarming. Customer thought the battery was low, so he changed the battery out. Customer then received a failed battery test. Customer stated that the button was not responding. Customer removed the battery again and received a battery out limit alarm. Customer declined to troubleshoot for the failed battery test and battery out limit alarms. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No battery alarms could be verified due to the keypad anomaly. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.